Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated was used in a atrial fibrillation ablation procedure. During the procedure the catheter developed a hole in the irrigation port and the catheter started leaking during ablation. The catheter was replaced and the procedure was completed wit no patient complications.